Event description:
The pt was revised because of possible infection, metal reaction, or alval.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2452327. A search of the complaint database finds additional reported incidents against lot code 2934745 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 3/2/16, 3/8/16, 3/9/16, 3/12/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported weakness, balance issues, limited mobility, inflammation, pain, and right leg longer than left leg. Revision surgical report noted no evidence of infection and the surgeon reported taper broken to reposition stem at 20 degrees. No components were documented as broken and the head and liner are only ones revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: mar 18, 2016

Manufacturer narrative:
Additional narrative: (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.